Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 7. The patient's largest prescribed fill volume (lpfv) was 1200 ml and the drain volume was 2459 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient (hp)'s nurse on (B)(6) 2010 to notify her of the iipv found during evaluation of the homechoice device. This writer also gave the nurse the number to baxter's clinical help line to call with questions.

Manufacturer narrative:
(B)(4). Two of 2 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. Device functioned normally during evaluation. The cause for the iipv found in the device logs was determined to be insufficient drain due to use error; the clinician inappropriately set the minimum drain volume percentage setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipvs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).